Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal es was deployed. The pt was transported to the recovery area while manual pressure continued to be held. The pt began complaning of pain and tenderness in the lower abdomen. Some firmness and puffiness was noted in the lower right flank area. The pt's blood pressure was low at 77/50 and normal saline boluses were given. The pt's hemoglobin and hematocrit were 14.6 and 42.7 respectively pre-procedure and dropped to 11.8 and 34.5 when the pt complained of pain, after infusing approximately 1200 cc of saline bolus. A computerized tomography revealed a retroperitoneal bleed. However, the pt seemed to stabilze spontaneously. The pt was taken to ccu and transfused with one unit of packed red blood cells and a total of 3000 cc of normal saline was given. The pt was stable, and no further complications were reported.